Event description:
Allegedly the patient report "clicking and popping" sounds from his right hip, the dr noted audible and palpable popping of the right hip with flexion, and the radiographic images revealed that the wright medical conserve hip failed and the patient was suffering from elevated cobalt chrome levels.